Event description:
It was reported that while the fse was performing coiled cord field action it was found that, batteries of cardiosave intra-aortic balloon pump (iabp) was not charging. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional information: event site contact details: (B)(6).

Manufacturer narrative:
Updated fields: b4, d8, g1 (contact person ¿ mfg site), g3, g6, h2, h3. H6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge field service engineer (fse) reported that they replaced the power slot interface board. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received part number with a reported unit failure of the batteries not charging in either slot.the fat performed a visual inspection and found the part to be in good condition.the fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure was confirmed. Batteries could charge properly.retaining the part in the failure analysis and testing department per procedure number (B)(4).